Event description:
A malfunction alarm with the code malf 16 was reported. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, which was under warranty, and the customer was advised to use multiple daily injections (mdi) as a temporary backup therapy. The customer was also instructed to return the faulty pump using a prepaid label within ten days, with confirmation of the shipping address completed.